Manufacturer narrative:
Exemption number: e2015015. The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients.

Event description:
The dentist reported that 5 years and almost 6 months after dental implant was installed in intraoral region #31, its loss of osseointegration was observed. In addition, 32ncm of primary stability was achieved, the patient presented bone type iii and biomechanical overload has happened.